Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not display an ECG rhythm while in use on a patient. This will be reported as a serious injury as another device was used during the incident.

Manufacturer narrative:
Sending follow-up to correct report source.

Manufacturer narrative:
Corrected "labeled for single use" field from blank to no.

Event description:
A customer reported that the device did not display an ECG rhythm while in use on a patient. This report has been updated from a serious injury to a non adverse event as additional information received clarified the device was being used to monitor the patient in a non-life-threatening situation.